Event description:
It was reported that the pt was involved in a trauma in (B)(6) 2010. Since then the pt has had unpleasant sensations. X-rays were performed but everything appeared normal. Impedance values have changed since this event but the pt's performance was ok. On (B)(6) 2011, two additional electrode channels were turned off and the pt's auditory skills have now deteriorated.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.